Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity" and number 5 states ¿if glenoid component is not securely fixed, micromotion can lead to peripheral screw failure.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014- 08136 / 08137/ 08138 / 08139).

Event description:
It was reported that the patient underwent total shoulder arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 due to disease progression and the patient was converted to a reverse shoulder. On (B)(6) 2014 the glenoid components, humeral tray and bearing were revised due to loosening and fractured superior and central screws. The screws were replaced with eas (easy out) head screws.